Manufacturer narrative:
Additional information: b1, b2, b5, d7, h1, h6.

Event description:
During an in clinic follow-up, a loss of capture was observed on the left ventricular (lv) lead. X-ray imaging was performed and revealed the lv lead had become dislodged. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a loss of capture was observed on the left ventricular (lv) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.